Manufacturer narrative:
Unable to perform displacement test due to missing retainer. Unit was received with cracked case corner of the belt clip rails near the battery compartment, broken reservoir tube lip, missing display window cover and minor scratches on lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that a piece of the reservoir compartment was broken off. There was also a crack over the battery compartment. The insulin pump was returned for analysis.